Event description:
Bayer case number: (B)(4) I cannot work because I am always tired [tiredness] , weight gain [weight gain] , sleep disorder [sleep disorder] , asthma [asthma] , hot flashes [hot flashes] , itchy eyes [itchy eyes] , watery eyes [watering eyes] , I cannot work because I am always tired [inability to work] , I have immense difficulty bending down since I get horrible joint pain [joint pain] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 13-may-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of fatigue ("I cannot work because I am always tired") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of stroke, aneurysm ruptured and parity 1. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced fatigue (seriousness criterion medically important), sleep disorder ("sleep disorder"), asthma ("asthma"), hot flush (" hot flashes"), eye pruritus ("itchy eyes"), lacrimation increased ("watery eyes"), impaired work ability ("I cannot work because I am always tired") and arthralgia ("I have immense difficulty bending down since I get horrible joint pain") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to weight increased, asthma, sleep disorder, hot flush, eye pruritus, lacrimation increased, impaired work ability, arthralgia or fatigue. The reporter commented: when I had the essure devices inserted, no-one told me that there were risks. I should also like to inform you that I was not given any essure paper or card when I was discharged from hospital. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 80 kg. [Hysterosalpingogram] on (B)(6) 2016: right implant opposite the uterine horn and left implant in the middle part of the fallopian tube, but without any visible right or left tubal patency. Due to intrauterine contrast medium hyper-pressure, vascular reflux of the contrast medium could be seen. The endometrial cavity showed a homogeneous area. No late stasis of the intrauterine contrast medium. Of note is the presence of a third implant visible in the intraperitoneal space next to the left iliac wing. In conclusion: bilateral tubal patency. Intravascular reflux of the contrast medium due to hyper-pressure during filling of the uterine cavity. [Hysteroscopy] (date unknown): 1°) hysteroscopy with water insertion of hysteroscope under direct visualisation exploration: cervico-isthmic passage normal cavity normal mucous membrane normal tubal ostia viewed 2°) tubal sterilisation: easy insertion of the stents on the left and on the right (uncertainty about insertion of the left stent. Deep release and non-release of the stent by the device; a second stent is put in place) contraception for 3 months post-surgery. Follow-up plain abdominal radiography (par) in 3 months. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.